Manufacturer narrative:
One device was received for investigation. During visual inspection, the investigation verified that the the tube was cut at about 7,4 mm distance from the end of the nose. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation determined that the most likely root cause was contact with a sharp instrument during use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that ¿catheter found out of the bandage, discovered sectioned catheter. Searching for catheter end was not successful. Doctor contacted immediately. Catheter tip found in vein under ultrasound. There was patient involvement.